Event description:
In 2009, the lay user/patient's aid contacted lifescan (lfs) alleging that the patient's one touch ultra meter was prompting several error messages. The medical surveillance specialist (mss) spoke with the patient on december 29, 2009 and obtained the following information. The patient reported that a few days prior to event, the subject meter began to prompt messages of "ER 4 and ER 5." Per the one touch ultra owner's booklet, an error 4 message indicates one of the following: a problem with the test strip, the sample was improperly applied, or the subject meter measured a high glucose when testing in an environment near the low end of the system's operating temperature range. An error 5 message indicates that the meter has detected a problem with the test strip. The patient informed the mss that she tests 2x/day and manages her diabetes with an oral medication (brand unknown) and a set dose of lantus insulin at bedtime. Despite the alleged issue, the patient claimed she continued to take her diabetes medication as usual; however, discontinued testing her blood glucose. On either event date or the following day, the patient reported that she "passed out." The patient claimed her sister called emergency services and was taken to the hospital where she was treated with IV glucose and hospitalized for a few days. The patient did not know if her blood glucose was tested by emergency services prior to being taken to the hospital. On two other occasions (the same month) the patient reported that she had also passed out and was also hospitalized for a few days. The patient did not know what her blood glucose was when tested on another device and reported being treated for both a low and high glucose when she was hospitalized. At the time of troubleshooting, the cca noted that the subject strips were in good condition and that the patient was using the correct testing technique. The alleged error messages remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged error messages and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.